Event description:
We trialed the new ranger blood warmer in our hospital - during the last six months. It has been at the back of my mind to express a concern that I have with the concept of using electrical resistance heating metal plates in contact with a cassette that contains the fluid to be warmed. Years ago, baxter made a similar product that used a long length of sterile tubing wrapped in grooves around a resistance heater and we used the device at the hosp in a foreign country. We had just had the device off to biomed for testing, when it returned approved for use -this was 25 years ago-. A colleague started a transfusion using the device and stopped it for a short period and restarted the transfusion and transfused essentially cooked blood. When the surface of the resistance heater was tested with a thermocouple it was found that there were significant hotspots which would indeed denature blood. The pt subsequently died of complications related to his acute renal failure. The ranger warmer concerns me in that their testing cassette measures a mean temperature at the outflow. I suspect their technology is much more modern and inherently fail safe, but the design precludes actually testing the surface for potential hotspots. I am also concerned that over the service life of the device, the heating element may degrade, be damaged or in some other way not perform up to standard and the testing cassette may not alert the practitioner to the potential for disaster. I think the FDA needs to take another look at this device to prevent the possibility of downside in the future.